Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a stroke occurred. No treatment was reported. It is unknown whether the patient had a history of stroke. No further adverse patient effects were reported. The patient was reported to be showing signs of improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.